Manufacturer narrative:
Cont'd from medical devices: 3ml syringe, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a leak occurred between the syringe and the needleless connector attached to the 60 inch extension set during an antibiotic infusion. Vancomycin, 13.3mg (2.66ml) rate of 2.66ml/hr was infused via a non-bd syringe pump. As a result of the leak, the infant did not receive the ordered antibiotic dose, and a blood draw was ordered to determine "peak and trough" levels of the medication in the infant's system, and as a result, an additional dose of antibiotic administered. No other patient effects were reported. After the leak was detected, the nurse disconnected the leaking extension set from the patient and tested for leaking with different syringe sizes. She also used a new extension set (not on a patient) to determine if it was just that particular line or others as well. On both of the sets she tested, leaking occurred out the top of the maxzero using the 3cc syringe, but not 5cc or 10cc. One set was on the patient at the time of the leak, the other was not.

Manufacturer narrative:
The customer¿s report that the maxzero cracked and leaked was confirmed. Visual inspection showed a small crack/fracture around the female plastic inlet surrounding the blue piston. Functional testing confirmed leaking from the crack. The cause of the leak was a small crack along the top of the valve¿s plastic female inlet. The root cause of the crack was not identified.

Manufacturer narrative:
Correction on follow-up (1): the customer¿s report that a leak occurred between the syringe and the needleless connector was confirmed. Functional testing confirmed leaking at the connection between the set's maxzero component and syringe. Examination under magnification showed a microchannel on the interior walls of the maxzero component, which allowed fluid to leak. The root cause was an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that a leak occurred between the syringe and the needleless connector attached to the 60 inch extension set during an antibiotic infusion. Vancomycin 13.3mg/2.66ml was infusing at a rate of 2.66ml/hr via a non-bd syringe pump. As a result, the infant did not receive the ordered antibiotic dose, and a blood draw was ordered to determine "peak and trough" blood levels of the medication. An additional dose of vancomycin was administered. No other patient effects were reported. After the leak was detected, the nurse disconnected the leaking extension set from the patient and tested for leaking with different syringe sizes, along with an unused extension set. On both of the sets tested, leaking occurred out the top of the maxzero using the 3cc syringe, but not 5cc or 10cc. One set was on the patient at the time of the leak, the other was not.